Event description:
It was reported that the stylet was difficult to remove during the implant attempt. The physician tried to remove the stylet several times and then noted that the lead was damaged. It was also reported that blood ingression may have attributed to the problem. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies found. However, the distal conductor was stretched, the outer tubing overlay was kinked/buckled, there was blood in/on the helix/lobe mechanism, the connector pin pulled out/off and the lead appeared to have been damaged at implant.